Manufacturer narrative:
The device was not returned to olympus for evaluation. This type of teflon pad damage is consistent with the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure, the teflon pad from the grasping section of two devices peeled back and separated at the tip. It was reported that no device fragment fell into the patient. The intended procedure was completed with a third similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and the device culture results. The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found to be partially split and suspected to be torn or lost. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated.